Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to advance the taxus express2 3.0x16mm drug eluting stent through the guide catheter and the stent got stuck. "He was able to pull it back with some force and found the strut fracture." The stent never entered the pt, therefore no pt complications occurred. The procedure was completed with another taxus stent. Pt status is satisfactory.

Manufacturer narrative:
The device has been received for analysis, however additional testing has not been completed at the time of this report.